Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Right side motor was getting overheat and the speed will drop and even stop for longer time.